Event description:
It was reported that the bd¿ nexiva experienced missing label information with the item number not listed on the label.

Manufacturer narrative:
H.6. Investigation: during DHR review: all challenge, set up and in process samples were performed according to the control plan and all passed per specifications. No quality notifications were initiated during production received 5 nexiva 22ga y packages from lot number 8282534. All contents within are intact. Visual/microscopic evaluation: the bd blue print (i.e. Logo, material, lot, etc.) Was missing on one of the packages received. The bd blue print was partial and/or miss aligned on 3 of the packages received. The package revealed ¿double¿ bd blue print. When operators change the top web (packaging paper) the lvs system is disabled while performing the task and they would have to enable the system after they are done. The units received were packaged during this process and the operator failed to reject them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nexiva experienced missing label information with the item number not listed on the label.